Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an alert transmission was triggered for non-sustained rv oversensing. Noise was seen on the episodes. The sensing trend showed variations in sensed amplitudes and the noise appeared to inhibit pacing. The patient is intermittently dependent. The decision was made to plug in an old capped lead for the p/s portion and cap the p/s portion of the lead because the patient had occluded vasculature. Patient was stable after the procedure.